Manufacturer narrative:
One sensor was returned with the cannula detached. Four other sensors were returned with the cannula intact.

Event description:
It was reported that the sensor detached inside the customer's body. Nothing further was reported.